Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact customer service if the issue occurred again, an instruction which the caller understood and acknowledged.